Event description:
Through follow-up, the following additional information was received. Per report, postoperative visualization of the stent was described as "a loose stent in the anterior chamber (ac)" which was removed on postoperative day one (1). Reportedly, the surgeon believes "the stent may not have been properly positioned during the procedure", which may have contributed to the dislodged stent. The report noted that the stent's positioning did not result in any adverse patient impact or further intervention, and the event has resolved.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented on postoperative day one (1) with a dislodged stent in the anterior chamber, which required surgical intervention to remove the dislodged stent. Per report, the patient has two (2) remaining well-implanted stents. Additional information has been requested.